Event description:
Routine ICD remote follow-up. Noted significant battery drain. Boston scientific tech support contacted and confirms premature battery drain. Recommended generator change within 90 days. Patient had generator changed one month later.